Event description:
It has been reported to philips that system failed to boot. The device was not in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. During troubleshooting, fse observed that the ippc would hang up while operating and that the system would restart and freeze at the blue screen. During troubleshooting, the fse bypassed host pc with disk tray and connected the hard disk to the motherboard directly to resolve the issue temporarily. The fse replaced the host pc and two ippcs. The part analysis was performed for two ippcs and a host pc, in which one ippc was found to have memory failure, but the failure could not be confirmed for the other ippc and host pc. However, the replacement of the host pc and 2 ippcs by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.